Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction arm suction arm loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction arm. In addition, our technician confirmed that the angle wire play, and the bending rubber worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.